Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported chemical burn or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod caused them to have a chemical burn. It was also reported that the skin of the site was irritated. The patient did not seek medical attention for this issue.